Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient underwent incisional hernia repair with strattice mesh (lot/batch: s11300-115, catalog/serial: (B)(4)) implanted. Patient returned to the hospital and was diagnosed with abdominal wall hematoma and infected mesh approximately 8 months later. The following day, wound exploration, removal of previous biologic mesh, antibiotic irrigation, debridement of wound, and placement of wound vac performed.